Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. There is currently a daily outgoing inspection and one hourly in-process inspection in place to check for catheter tip damage. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd insyte¿ peripheral IV cannula experienced the catheter experienced catheter breakage. The following information was provided by the initial reporter: nurse in charge of special care nursery in regards reported an issue we have had with a product. The pediatric registrar assisted by myself attempted to cannulate a neonate. After attempting to advance the cannula several times without success she removed it and we observed that approximately 1mm at the tip was partially broken off. We attempted to cannulated 2 more times with much the same result. At which time we tried with a cannula with a different batch number. This cannulation was successful.